Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer thought she was ill because of food poisoning. Customer states that she was also having issues with the keypad of the insulin pump. Customer was wearing the insulin pump at the time of hospitalization. Blood glucose at the time of hospitalization was 250 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.